Event description:
Edwards received notification of a 29mm mitral bioprosthetic valve that underwent a valve in valve procedure after an implant duration of eleven (11) years and nine (9) months due to mitral regurgitation and mitral stenosis. Both devices remain implanted. No additional details provided.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted. Model and serial number of the device remain unknown; therefore, the device history record (DHR) cannot be done. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to regurgitation or structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, patient history included diabetes mellitus ii, chronic kidney disease, and hyperlipidemia. These are considered contributing patient factors towards early failure of a bioprothesis. Minimal information regarding the condition of the device at the time of the intervention has been made available; therefore, the root cause for the intervention remains indeterminable. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.